Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: a visual inspection of the pump showed no moisture in the battery compartment. The battery compartment was found to be cracked. The pump cover was opened and evidence of moisture was found on the printed circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; moisture in the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).